Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the pump "does not always deliver." No other information or evidence was provided. Additionally, the patient stated that about 3 months ago, a beep sounded on her pump but the patient says they do not remember details of the alert. The patient claimed that the blood glucose became high due to the alert. Again, no details were provided. There is no indication that the issues caused or contributed to an adverse event. This complaint is being reported because the issues may have contributed to the pump under delivering insulin.